Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: r. Non-revised products: product ID: efsrn6pr evolution® mp fem cs/cr non-porous size 6 primary right/ lot no.: 2007053/ qty: 1. Product ID: etpkn6sr evolution® mp tibial base keeled non-porous size 6 standard right/ lot no.: 2030828/ qty: 1. Product ID: kpontp35 advance® onlay all-poly patella 35mm tri-peg/ lot no.: 20284692032763/ qty: 1.